Event description:
It was reported that the lead was explanted due to increased pacing threshold. Upon explant it was noted that the lead appeared twisted at the suture. No patient complications have been reported as a result of this event. A voluntary medwatch was received from the user facility and further reported ineffective therapy and failure to capture.